Manufacturer narrative:
The quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated revealing the battery status bol. During the further course of the analysis, the pacemaker's memory content was thoroughly analysed. The analysis of the pacemaker's memory content revealed a severely inconsistent memory content which was not automatically recoverable by the pacemaker. In particular, a specific area was affected that led to unsuccessful lead impedance measurements in bipolar as well as in unipolar lead configuration. Therefore, the pacemaker was not able to start the auto-implant-detection after connecting the leads leading to the clinical observation. Further analysis revealed that on the day of the explantation a manually triggered reset of the device recovered the inconsistent memory content. This would have provided appropriate lead impedance measurements if the programming wand would have been removed and subsequently re-applied. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was proved to be fully functional. In summary, the clinical observation resulted from an inconsistent memory content. The root cause for the inconsistent memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the inconsistent memory content the device was operating as specified.

Event description:
Ous MDR - about 3 weeks post implantation it was reported that during a routine follow-up, a message indicated that the autoinitialization was not completed. A device reset was recommended by biotronik. After that an abnormal impedance alert appeared. The patient was admitted to the hospital where the device had been implanted. The physician decided to exchange the device. No adverse patient side effects have been reported. The date of implant was not provided.